Manufacturer narrative:
Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. No unexpected pump error 130 noted. Motor was tested outside device and passed. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that customer experienced hyperglycemia. The customer blood glucose level was 500 mg/dl at the time of incident and the current blood glucose level was over 600 mg/dl. Customer did not have backup plan to treat the high blood glucose value. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer did not allege pump was under delivering. The customer stated that the auto mode feature was not active. Customer stated insulin pump received pump error alarm and they were able to clear and abler to rewind the insulin pump. Customer performed the displacement test and it was passed. Customer states insulin pump was not exposed to a high magnetic field. The insulin pump will be returned for analysis.